Event description:
During the set up of the polatis valve on the ventricular catheter, no return of cerebrospinal fluid was observed, whereas purging had not caused any concern. The purging was done by aspirating saline using a syringe. No consequences for the patient since the verification of the valve was performed at the time of installation.